Event description:
It was reported that during use with the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, the hub separated from the device. There was no report of impact to patient or user. The following information was provided by the initial reporter, translated from japanese: this is a complaint about collar broken. According to the customer report collar broke from the root during blood collection. The first blood draw wobbled, the second one broke, and the third blood draw was performed without the collar. No damage to examinees.

Manufacturer narrative:
H3. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for holder separation was observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing, each used to draw 6 vacutainer tubes, and the issue of holder separation was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode holder separation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends h3 other text : see h10.